Event description:
A discordant high immulite 2000 xpi ntp (nt_pro bnp) result was generated on one patient sample. The laboratory repeated the sample and then repeated the test with a fresh sample, both generated lower results. The second sample was repeated several times.there was no known report of treatment given or withheld based on the discordant ntp results.

Manufacturer narrative:
A siemens tse (technical support engineer) analyzed the immulite 2000 xpi instrument data. After analyzing the instrument data, the tse determined that the cause of the discordant ntp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.